Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Bezoar is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that the patient was referred to emergency room due to abdominal pain, nausea and vomiting. Report indicated that there was a bezoar that created foldings in the intestine. The physician cut the jtube and duopa therapy was continued through peg tube. The intestinal tube will be replaced.